Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was due to contamination on the battery board pca and an internally open y1 crystal oscillator. The root cause for the contamination was ingress of an unknown liquid. The failure was isolated to an internally open y1 crystal oscillator. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.